Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Seat frame is bent and a weld where the actuator attaches to the center seat frame is cracked.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation. The result of the evaluation was that the actuator mounting bracket broke, which confirmed the original complaint issue. The complaint issue for the seat frame being bent was not confirmed. However, the underlying cause could not be determined.

Event description:
Seat frame is bent and a weld where the actuator attaches to the center seat frame is cracked.